Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported pdm failure to power up issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's parent reports that their personal diabetes manager (pdm) is damaged (wont power on) and it caused the patient to have to seek medical attention. Patient needed a back up of insulin.